Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During the persistent atrial fibrillation ablation procedure, a pericardial effusion occurred. The patient experienced hypotension and hypocapnia, and the atrial fibrillation organized into atrial tachycardia. The echocardiogram was checked, and pericardial effusion was visible all around the heart on both the left and right sides. A pericardiocentesis was performed and the procedure was abandoned. Following drainage of the effusion, the patient was cardioverted to return to sinus rhythm. The patient was stable at the end of the procedure and was transferred to the intensive cardiology unit with a drain. The following morning, the patient was completely stable. It was not known when the effusion occurred. Prior to the effusion, impedance rose to over 150 ohms while ablating several short lesions in the coronary sinus; there was a steam pop while ablating on the anterior wall; and there was ablation with no issues at the cavotricuspid isthmus. The physician believed the cause of the pericardial effusion was likely the ablation catheter. There was no allegation of performance issues with any abbott product.